Event description:
It was reported that balloon rupture occurred. The 50% stenosed target lesion was located in a non-calcified and non-tortuous vessel. A 16-4/5.8/75 xxl esophageal balloon catheter was advanced for dilatation. However, during the third inflation at 5 atmospheres, the balloon ruptured. The procedure was completed with a non-bsc device. No patient complications were reported and the patient's status was stable.